Event description:
(B)(4). Continuous bleeding, cramping, fever. Called ob said was normal called essure said normal this continued for two years. Heavy bleeding, bloating, rashes, blood in urine, passing clots, fatigue, pain, fever of 104, chills sweats